Event description:
The user reported that during use of this blade to perform a total knee replacement, the lateral tooth of the blade broke off while cutting the bone through the jig. The customer reported that the detached tooth was retrieved without injury.

Manufacturer narrative:
Investigation findings: conmed linvatec received the device with detached tooth for evaluation. A visual examination found one end tooth detached and the remaining teeth slightly worn. This type of damage can occur during use if the blade teeth come in contact with other metal instruments such as the cutting block or retractors that are harder than the blade teeth itself. In addition, activation of the saw while inserting or removing the blade from the cutting block can cause teeth damage and possible breakage. A hardness check of the returned blade found it met manufacturer specification. This information will be provided to the customer.